Event description:
It has been reported to philips that the wireless footswitch was defective and the wifi indicator was red. No patient harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to information collected, the wireless footswitch did not work during a planned procedure. The procedure was completed using the wired footswitch. Philips advised the customer to use the wired footswitch in place of the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.